Manufacturer narrative:
During the quarterly review of complaints it was found that the reported erroneous result caused surgery to be rescheduled. A complaint history check was done and this is the second complaint recorded against this lot (exp 04/2011). A device history review was performed and no issues or quality notifications were generated with the manufacturing of this lot. All in process inspections were within specified limits. The samples returned by the customer were tested and the reported condition was not confirmed. The results are entered in the evaluation summary. The following is a summary of recommended handling of plus pst tubes: all tubes should be checked to confirm they are filled to the proper level. If multiple tubes are being drawn lithium heparin tubes should be drawn after any non-additive or citrate tubes. After collection, the pst sample tubes should be mixed by 8-10 complete inversions. Lithium heparin additive tubes should be centrifuged at 1100-1300 rcf for ten mins. Regulatory compliance will continue to track and trend the reported condition. Twelve (12) tubes were received from the customer and these were visually inspected. There were no observations. These twelve tubes along with one control tube were used to collect blood by the standard venipuncture procedure. The recommended handling of the tubes were followed and after centrifugation, each tube was visually evaluated for complete gel barrier formation. Electrolyte assays (sodium, potassium, chloride and carbon dioxide) were then performed and each tube performed as expected. There were no significant clinical differences observed. The reported condition was not replicated. Unable to confirm that the reported condition was related to the manufacturing process and/or the performance of the tubes. Will continue to monitor.

Event description:
Customer reported that there were two (2) occurrences of erroneous chemistry results. One (1) occurrence involved low sodium results. This caused the cancellation of surgery. The pt was recollected, the results were normal and surgery was rescheduled.